Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was able to verify and duplicate the reported issue. The reported issue was isolated to the power pcb assembly. After replacing power pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that their device experienced an unexpected loss of power. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device experienced an unexpected loss of power. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.